Manufacturer narrative:
The implant remains in situ. Radiograph images confirmed the event. The identifying lot number was not provided; therefore, a review of the device history record could not be conducted. Based on the information provided, a root cause could not be determined. If additional information is provided, a supplemental report will be filed accordingly. Labeling review: warnings/cautions/precautions: potential risks identified with the use of this device, which may require additional surgery, include device component fracture, loss of fixation, non-union, fracture of the vertebrae, and necrosis of bone, neurological injury and vascular or visceral injury. Possible adverse effects: the following complications and adverse reactions have been shown to occur with the use of similar spinal instrumentation. These effects and any other known by the surgeon must be discussed with the patient preoperatively. 1.initial or delayed loosening, disassembly, bending, dislocation, and/or breakage of device components. Postoperative management: postoperative patients should be instructed not to smoke, consume alcohol, or consume nonsteroidals and aspirin, as determined by surgeon.

Event description:
A male patient underwent a 3-level anterior cervical discectomy and fusion procedure on (B)(6) 2022. One year postoperatively, radiograph images revealed pseudarthrosis with graft subsidence. At the most inferior level of the plate, a screw has started to backout. There is a visible loose radiopaque piece anterior to the screw backing out. It is unknown if the radiopaque piece is part of the blocker that detached from the construct. Revision surgery is planned.